Event description:
It was reported that the implant was removed due to possible ian (inferior alveolar nerve) injury.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified no malfunction. Additionally, there was what had the appearance of bone/blood residue around the internal drive feature and vent due to usage. Functional testing could not be performed for the reported event (ian (inferior alveolar nerve) injury). Measurements of the reported device were taken and through dimensional analysis and comparison to drawings, the device was determined to be within design specifications. The patient was reported to have moderate density (type ii) bone. The reported device was placed on tooth #18 for only 1 day. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was removed due to possible ian (inferior alveolar nerve) injury. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' .

Event description:
No further event information is available at the time of this report.